Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during an unknown process step of automated peritoneal dialysis (pd) therapy, the minicap transfer set ¿came apart¿, specified as the "thread from the base of the blue section of the transfer set". The patient unable to disconnect from the cycler, so they used scissors to cut the cassette line from the cycler. The patient presented to the emergency room and was diagnosed with peritonitis. Subsequently the patient was admitted to the hospital for the event. The cause of the separation was not reported. It was reported the device was in use for approximately six months. There were no reported leaks. The transfer set was changed. The patient was treated with unspecified intraperitoneal antibiotics (ongoing) for the event. At the time of this report, the patient was recovered from the peritonitis event. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection with the naked eye was performed and observed a separation between the female connector and the main body. Functional testing including leak, clear passage and clamp function testing was performed as no issues were noted. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.